Event description:
It was reported that: placed the sample when abdominal incisional hernia was relapsed in 2005 - (sample 1). Hernia relapsed at the lower part due to bend of patch, fixed the bend and placed another sample over the original one in 2006 - (sample 2). During the hospitalization, due to oral cancer in hosp, patient claimed abdominal pain which was diagnosed due to the patch. There was no problem until this time. In the hosp., removed the patches by laparotomy in 2008. Found the ring was jutted in the direction of 9 o'clock on te initially placed patch. There were 3 intestinal perforations whose cause is unknown. The case is under monitor at the moment. Note that the cut on the mesh (initially placed patch (sample 1) was made purposely. The ring jut occurred on the uncut part.

Manufacturer narrative:
The subject product has been received and is out for evaluation. Therefore, no conclusion can be drawn at this time. A follow up report will be submitted when evaluation has been completed.